Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the connection between the probe and handle was poor therefore the probe did cut well. The procedure was completed and there was no harm to the patient. The sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of the poor connection between knife and handle, cutting didn¿t work well. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed conforming. No cracks were observed. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation does not confirm the probe was cracked or had a poor connection. The probe performance testing met specification. The exact root cause of why the customer thought the probe had a crack and poor connection cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).